Event description:
It was reported that the physician had difficulty communicating with and could not read this pump. The patient also reported that the personal therapy manager (ptm) did not communicate with the pump. Troubleshooting involving electromagnetic inference (emi) and batteries were attempted without success. Ultimately, a revision occurred as the patient was very thin and the pump was moved deeper. After the repositioning the pump was then able to be read. There were no patient symptoms or therapy issues reported. This pump system was used to deliver fentanyl and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8835, serial# unknown. Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).